Manufacturer narrative:
The reported event was inconclusive. No sample was returned and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that on removal, deflated catheter balloon was noted to have formed a lip as opposed to being smooth, that interfered with removal through the urethra. Slight tension was applied by resident and catheter was removed.